Manufacturer narrative:
The investigation is in process. Once the investigation has been completed, a follow up MDR will be submitted. (B)(4).

Event description:
It is reported that the patient's hip arthroplasty was revised due to pain.

Manufacturer narrative:
This follow up report is being submitted to relay additional information. Concomitant medical products - part: 12-162609 name: cocr integral centralizer lot: 204490. Part: 162656 name: ingl andr impct dstl pstnr 9 lot: 528330. Part: 139247 name: endo ii taper insert lot: 607230.